Event description:
At approx 11:00am the pt performed a blood glucose test on the suspect device and obtained a reading of 465mg/dl. Pt then injected the insulin. Pt was later found unconscious by a family member and paramedics were called at 3:00pm. Upon arrival the paramedics gave pt an IV with glucose. No blood glucose tests were performed at this time.